Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that insulin leaked from one of the infusion sets, near the insertion site. The mother then stated that the customer was hospitalized for high blood glucose levels, with a reading of 525 mg/dl. The mother's main concern was the infusion set that was leaking. The customer has been released from the hospital and doing well. Nothing further was reported.